Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient developed an infection at the pocket site. The patient had been given oral antibiotics, but it did not clear up the infection. They were seen in the office on (B)(6) 2021 and the decision was made to explant the system. The system was explanted on (B)(6) 2021. The issue was resolved at the time of the report. There were no patient complications reported as a result of this event.